Event description:
It was reported that the deep brain stimulation (dbs) patient stimulation was accidentally deactivated, resulting in the recurrence of the patient's pre-existing condition. The stimulation was subsequently reactivated. According to the physician's assessment, there appears to be a correlation between the device and the patient's complication. The patient required admission beyond standard care and has since been discharged from the hospital, the patient is expected to fully recovered. It was also reported that the patient experienced a fall. At this time, it has not been determined whether the fall was related to the stimulation or the device. The implantable pulse generator (ipg) remains implanted.